Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. D10: concomitant medical products, part (lot): - 76-2602 (unknown). - unknown screw (unknown), qty: (B)(4). Associated product information: - 76-2408 (unknown). - 76-2410 (unknown). - 76-2412 (unknown). The reported event could not be confirmed due to lack of product and information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as part and lot identification is necessary for review of device history records, lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately one (1) month following an initial procedure for rib osteosynthesis involving the 9th, 10th, and 11th ribs, the patient experienced pain. Imaging taken five (5) months later revealed that two (2) previously implanted 12-hole plates were fractured. During the revision surgery, the two broken plates were found to be firmly fixed to the bone and were successfully replaced with three (3) longer plates. The surgeon further reported that the plate on the 11th rib (8 hole plate), had broken out of the bone dorsally. Attempts have been made and no further information has been provided.